Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Additionally, it was reported that an unspecified malfunction alarm occurred reportedly, the customer cleaned the alarm and resumed insulin delivery. Customer¿s blood glucose level was 160-233 mg/dl.